Event description:
Pt has meningioma and breast cancer. Pt experienced seizures caused by meningioma. Treatment with leksell gamma knife occurred 2002. Radiation oncologist reported that planned dose was 14gy to 50% isodose line, max dose 28gy. The delivered dose was 22gy. According to the radiation oncologist, 14gy went to a volume of 14cc. The meningioma was against skull in a "non-elegant" area, i.e. No surrounding critical tissue. 14 gy was delivered to largest of volume. Risk of toxicity small.